Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer tried to load a cartridge onto the pump, the pump gave a message stating there was an issue loading the cartridge. The contact stated a new cartridge was eventually able to be loaded onto the pump successfully. There was no known impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.